Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: email.

Event description:
Reported false negative result for patient during an assay validation. It is unknown if the patient was symptomatic. Comparison method(s) not provided.